Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire medical representative stated that this is a known issue occurring with a software version and an update to version 6.1600 would be required. However, the problem will persist as the customer refuses to update the software to 6.1600. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 260 - occlusion and trouble in aprv ventilation while on a patient. Furthermore, the patient was transferred to an alternative ventilator but no patient harm at the time of event.

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for evaluation. However, vyaire medical was able to confirm the issue and is resolved with software v6.0.1600.0. The occlusion alarms were triggered frequently without a true mechanical occlusion. A flow criterion was added to help distinguish between a true mechanical occlusion and one caused by the patient's excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease as a result of a high exhalation flow and a positive error pressure occurs, an occlusion alarm is no longer triggered. Improvements already implemented since software v6.0.1600.0 vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.